Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that a plate that had been implanted broke, another surgery needs to be done.

Manufacturer narrative:
Concerning the failure mode ¿postoperative plate fracture¿: the reported event (postoperative plate fracture) could be confirmed. The macroscopic and microscopic investigations show that the primary mandibular reconstruction plate, 11-holes, with template broke postoperatively in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of a forced rupture as well as of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plate. X-rays and operation note were provided by the customer. All given information were forwarded to the stryker health care professional. He stated the following: the plate used named ¿primary mandibular reconstruction plate, 11-holes, with template¿ (ref# (B)(4)) is indicated to be used as a primary reconstruction. In the complaint case a secondary reconstruction plate should have been used, because there was a non-union -> contraindication, which is also stated in section contraindications: secondary reconstructions with universal primary recon plates (gold colored). Summarizing the facts because the plate used for this case was contraindicated, too much force acted on the plate, which finally led to the breakage. Indications for product related problems were not found in this investigation. Concerning the failure mode ¿infection¿: for infection complaints expanded investigations were performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps (and beyond that) could have caused the event. In the present case the available information (provided by the customer and the lack of information in the customer infection checklist) was not sufficient enough to determine the exact root cause of the infection.

Event description:
It was reported that a plate that had been implanted broke, another surgery needs to be done.